Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 125 ohms 6 months post implant. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.